Event description:
It was reported that the customer went to the emergency room due to hyperglycemia, with blood glucose levels greater than 500 mg/dl. It was stated that the customer experienced fatigue, weakness, frequent urination and diarrhea. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller removed the infusion set, and found that the cannula was bent. Further troubleshooting was declined as the caller felt that the bent cannula was the cause of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.